Event description:
It was reported that while device interrogation, programmer was unable to detect device. Error message and touchscreen issue was reported; thus, alternate programmer was used to complete device follow-up. No adverse patient effects were reported. Field observation of error during interrogation was not confirmed. No error codes were elicited during functional testing. Field observation of touchscreen damage or not operating as intended not confirmed. Stress testing and additional functional testing indicated the touchscreen was operating as anticipated. The conclusion code "cause traced to component failure" was selected based on analysis of the returned product, which showed evidence of damage to the pacing system analyzer (psa) port. The available evidence indicates that the damage likely developed over the course of normal use during the serviceable lifespan of the product

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. During baseline testing, the unit failed the evaluation due to pacing system analyzer (psa) performance issues. These test results are related to the psa port damage was observed. Field observation of touchscreen damage or not operating as intended not confirmed. Tress testing and additional functional testing indicated the touchscreen was operating as anticipated. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of error during interrogation - unable to resolve was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that while device interrogation, programmer was unable to detect device. Error message and touchscreen issue was reported; thus, alternate programmer was used to complete device follow-up. No adverse patient effects were reported. This programmer was expected to be returned. Per pi (product investigation) team, although the programmer has not returned for analysis, they have received reports of similar events where the programmer screen became unresponsive to touch inputs during use. Pi team informed that in most cases, the programmer required a system reboot to complete testing.